Event description:
During preventative maintenance of the device, the user reported that the battery backup light was on when the pump was on direct current. Since the event occurred during preventative maintenance, there was no pt involvement during this event.